Event description:
It was reported that when using the pyxis medstation es system, it had a drawer failure which was broken and unable to open. The customer reported that there was a delay in dispensing medications to patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by the drawer was broken. The field service engineer verified with the customer and confirmed that the issue had been resolved by another field service engineer. The system functioned as intended after the field service engineer verified the device.